Event description:
The following information was received from (B)(4) and is a spontaneous consumer report with supplemental information provided by a peritoneal dialysis registered nurse (pdrn) from the (B)(6) of touch contamination and peritonitis in a female homechoice patient (hp) coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2012, the hp was diagnosed with peritonitis and was hospitalized for the event. Follow-up information was received from the pdrn which medically confirmed the case. On an unreported date, the hp experienced a touch contamination, which resulted in peritonitis. On an unreported date in (B)(6) 2012, a peritoneal effluent culture was performed, with results unknown. The hp was treated with vancomycin (dose, frequency, and route not reported). On (B)(6) 2012, the hp was discharged from the hospital. The pdrn stated that she was unaware where the touch contamination occurred. The hp was retrained on proper aseptic technique. The hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the product code and lot number are unknown, no batch review will be performed. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.